Manufacturer narrative:
Follow up information received stating no stones were present in the basket. It should also be noted that basket not opening prior to stone retrieval is not a medwatch reportable event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a percutaneous nephrolithotomy procedure on a female patient (patient identifier, age, and weight unknown). According to the complainant, during second pass the basket failed to open. Procedure completed successfully with another same device. The was no reported patient injury/intervention. The patient was reported to be stable. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a percutaneous nephrolithotomy procedure on a female patient (patient identifier, age, and weight unknown). According to the complainant, during second pass the basket failed to open. Procedure completed successfully with another same device. The was no reported patient injury/intervention. The patient was reported to be stable. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.